Event description:
Technical services received a call on 9/21/11. Caller stated that the patient with this l v lead went back into the clinic (B)(6)2011 to get the voltage turned down. He was getting muscle jumping. Now it is fine. Technical services advised if patient feels any more muscle stimulation to call his physician. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).